Event description:
It was reported that the lead was capped and replaced due to high, out of range hv impedance and noise. The patient will be monitored. No further information is available.

Manufacturer narrative:
(B)(4).